Manufacturer narrative:
(B)(4).

Event description:
New information received notes that fracture was also noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out due to eri, increased pacing thresholds, out of range pacing lead impedance and external conductor were observed. The lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
A partial lead with the connector pin measuring 25.0cm was returned for analysis. External insulation abrasion was noted at 16.6-16.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.